Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("positive nickel allergy test") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), malaise ("episodes of malaise"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (device removed by salpingectomy). Essure was withdrawn. At the time of the report, the allergy to metals, headache, malaise, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for allergy to metals, headache, malaise, arthralgia and dizziness with essure. Diagnostic results: physician requested a nickel allergy test, which proved to be positive company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had positive nickel allergy test. Essure was removed via salpingectomy. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical nickel allergy symptoms were reported. However, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("positive nickel allergy test") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), malaise ("episodes of malaise"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (device removed by salpingectomy). Essure was removed. At the time of the report, the allergy to metals, headache, malaise, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, dizziness, headache and malaise with essure. Diagnostic results: physician requested a nickel allergy test, which proved to be positive the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confìrm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-may-2017: correction following company internal review: the search in the database for the list of device similar incidents was performed on 22-may-2017 (not 05-may-2017). Company causality comment no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("positive nickel allergy test") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), malaise ("episodes of malaise"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (device removed by salpingectomy). Essure was withdrawn. At the time of the report, the allergy to metals, headache, malaise, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for allergy to metals, headache, malaise, arthralgia and dizziness with essure. Diagnostic results: physician requested a nickel allergy test, which proved to be positive. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had positive nickel allergy test. Essure was removed via salpingectomy. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, no typical nickel allergy symptoms were reported. However, given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information was requested.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("positive nickel allergy test") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), headache ("headaches"), malaise ("episodes of malaise"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (device removed by salpingectomy). Essure was removed. At the time of the report, the allergy to metals, headache, malaise, arthralgia and dizziness outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, dizziness, headache and malaise with essure. Diagnostic results: physician requested a nickel allergy test, which proved to be positive the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-may-2017: despite follow up attempts no response from reporter could be obtained. No further information is expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.